Event description:
The facility reported an infusion pump with failure code 570:344. The event was reported to have occurred during biomed testing. No record of any patient incident involving the pump. And no patient injury has been reported.